Manufacturer narrative:
Approximate age of device - 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2017, that the patient¿s lvad system had a driveline infection. A wound culture from the driveline tested (B)(6) for (B)(6). Additional information was requested, but not provided.

Manufacturer narrative:
At the time of the event, the patient remained on pump support; however, eventually underwent a pump exchange on (B)(6) 2018 due to ongoing infections. The pump was returned and evaluated under MFR# 2916596-2018-02187. A correlation between the findings of the evaluation of (B)(4) and the reported driveline infection cannot be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.